Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn. The tears measured roughly 0.179" to 0.394" in length. A visual inspection displayed no signs of missing fragments. A visual inspection found the part to be damaged. The instrument was returned with the power cord cut off. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the synchroseal instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the synchroseal instrument's insulation was torn. The procedure was completed as planned with no reported injury.